Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances measuring greater than 3,000 ohms on a non-boston scientific right atrial lead. Technical service's (ts) was consulted and found stored episodes of noise which were oversensed which resulted in inappropriate stored atrial tachy response (atr) episodes. Ts suspected that the lead is damaged or fractured and provided troubleshooting options. Additional information was requested from the field representative however, no information was obtained. At this time, the device remains in service. No adverse patient effects were reported.